Event description:
It was reported that on (B)(6) 2022 the patient experienced anemia. The patient was in for a visit and reported occult blood in their stool sample and was advised to see a gastroenterologist. The patient was scheduled for a colonoscopy and esophagogastroduodenoscopy (egd). The patient was admitted on (B)(6) 2022 for heparin bridging prior to scopes. The patient had one sessile polyp removed. It was determined that the patient's anemia was related to inadequate dietary iron intake.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Mild hypertensive gastropathy was seen on the esophagogastroduodenoscopy and was thought to be the source of anemia. The patient was bridged back to therapeutic international normalized ratio with heparin/coumadin. The patient was discharged home on (B)(6) 2022.